Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient's back is getting worse and he now has to increase the setting up to 2.5 so that it feels like he is being "electrocuted" in order to feel the stimulation and make a difference with pain coverage, whereas at first patient didn't increase the setting as much. Patient also said that the pain is starting to affect both of his hip sockets making it difficult and painful to walk. Patient said that his legs become numb and tingly. Patient said that he mentioned to hcp and that is why hcp ordered MRI. Patient said that once they review MRI results they will determine next steps. Patient stated that the only education he received was right after the surgery and patient was still recovering from the anesthesia. No further complications were reported/anticipated.